Manufacturer narrative:
The valve doesn't meet its specifications concerning pressure setting. Corrective actions were applied to prevent any similar situation of rotor blocking.

Event description:
The device could not be adjusted in its sterile packaging.